Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse reviewed instrument data since may 1st, and noted imprecision in patient samples. It is unknown for what purpose the samples were run and if results were reported. After evaluation of the instrument, the cse discovered a defective base pump. The cse replaced the pump and ran precision, which resulted within specifications. The cause of the discordant troponin results was due to a defective base pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on one patient sample on the advia centaur cp instrument. The results were not reported to the physician(s). The sample was repeated twice, in duplicate, on the same instrument, recovering lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2017-00434 was filed on july 21, 2017. Additional information (07/05/2017): related mdrs filed for this event: 2432235-2017-00455, 2432235-2017-00456, 2432235-2017-00457, 2432235-2017-00458, 2432235-2017-00459, 2432235-2017-00460.